Event description:
Microport kora dr pacemaker was unable to sense in bipolar config and to deliver bipolar pacing. As the patient is pacing dependant and as only unipolar vectors were available for both detection and pacing, decision has been made to revise the system (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).